Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) paddle reposition procedure due to inadequate stimulation coverage. The patient was doing well postoperatively. Nothing was removed or added.